Event description:
During an in clinic follow up, upon interrogation it was noted the device was in back up mode. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.